Event description:
Event occurred during an ischemic ventricular tachycardia procedure. Retrograde aortic access with an irrigated tip catheter. Patient had a metallic mitral bivalve. Left ventricule was being mapped when, unintentionally, the catheter got trapped inside the valve. It is worthwhile noting that the left atrium mapping was not the target of the procedure (in fact, when the incidence took place, the aim was to perform the left ventricle mapping). Attempt to remove the catheter was not successful. Therefore the catheter had to be removed surgically. The patient was stable and recovering from the surgery.

Manufacturer narrative:
The instruction for use contraindicates use of the catheter in patient with prosthetic valve.